Manufacturer narrative:
(B)(4). The device was not returned for analysis; however, sterile devices were returned and investigated with no malfunctions noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the failure to deploy the suture and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced in describe event or problem, is being filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with one proglide device was attempted in the left common femoral artery (lcfa) and one proglide device was attempted in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a failure to adequately deploy suture before sheath upsizing occurred with both devices. Two additional proglide devices were used for successful suture placement in the lcfa and rcfa using the preclose technique. The sheath was upsized to an 8fr and 14fr and the tavi procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.